Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 61 mg/dl at the time of the hospitalization. The customer was in the 300 mg/dl range at the time of the call. The customer was given intravenous fluids to treat. The customer experienced symptoms such as being on the floor for 18 hours. The customer was wearing the insulin pump during the incident. The customer accidentally over dosed with the insulin pump as they did not know how to operate the pump. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.